Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  (B)(4).

Event description:
It was reported from (B)(6) that during a total knee arthroplasty surgical procedure, it was discovered that the recon sagittal saw device was extremely noisy and the device eventually shut down. It was further reported that the device continued to sound like it was trying to turn on, however the bearing appeared to be seized. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported conditions of device stops by itself and jammed/seized were not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the sagittal saw device had excessive noise, corrosion/rusting/pitting, component damage and foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for check coupling screw of saw blade coupling and check the saw head¿s locking mechanism. The assignable root cause was determined to be due to component failure from normal wear. H11. Corrected data: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 4/20/2021 to 4/28/2021.